Event description:
(B)(6) 2024: it was reported by beta bionics clinical diabetes specialist (cds) that the user was hospitalized on (B)(6) 2024 withy hypoglycemia. The doctor of nursing practice (dnp) at the users' healthcare provider confirmed admission for severe hypoglycemia stating that the user "did not prime the pump prior to inserting the needle and she primed additional insulin into her own abdomen giving herself an unnecessary bolus likely contributing to hypoglycemia." Multiple attempts at contacting the customer were made, but the user did not respond to calls or requests for contact. Further investigation is pending.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.